Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels (396 mg/dl) for the past two weeks ((B)(6) 2016). Correction boluses via the pump were administered to address bg level. The customer stated that the possible cause is their diet and their body getting used to the pump as the customer is a new user. The customer stated their healthcare providers (hcp) have already been contacted. Reportedly, the customer is working with their hcp to adjust basal rates.